Event description:
The lower end of the rod inserter instrument broke off in the pt during surgery. The procedure was delayed by approx 20 mins due to the need for percutaneous surgery to retrieve the broken portion and to exchange the instrument.